Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported hat the customer got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer went low due to alleged insulin pump over delivery. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. There is pending legal action on this incident. The reservoir will not be returned for analysis.